Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, infection, urinary problems, vaginal scarring, neuromuscular problems, dyspareunia, and other unspecified injuries. It was also reported that the plaintiff experienced incontinence, frequency, urinary tract infection, neurogenic bladder and neurogenic urethra with possible hypotonic bladder. Furthermore, it was reported that the plaintiff died. No cause of death was reported.